Event description:
While transporting the patient in the elevator from ER to sicu the patient's spo2 pulse oximeter oxygen saturation dropped to 78%. Upon arrival to the correct bed in sicu, the sicu nurse was attempting to disconnect the oxygen tubing from the tank and connect it to the wall oxygen. When she did this the oxygen flow meter came apart into 4 pieces.